Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to l board failure. A field service engineer removed replaced l board, reseated all cables and rebooted. Preventive maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported when using the pyxis medstation es system drawer failed and not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.